Event description:
Related manufacturer reference number 1627487-2023-01337. Additional information received identified that patient underwent surgical intervention wherein, the leads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Corrected data: h10 - additional narratives/data: additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: unknown, batch: 2870914. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced ineffective therapy due to lead migration. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Date of event is estimated.